Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 6atm upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.